Event description:
It was reported that the ilet system was not receiving glucose readings, and the user was advised to toggle between dexcom g6 and g7 sensor selections and reenter the sensor code, after which they were instructed to monitor for restoration of readings. Symptoms included no clinical symptoms reported. Outcomes included no reported impact beyond temporary interruption of continuous glucose data. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected communication or pairing issue between the ilet and the dexcom cgm, with no confirmed device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-interface or connectivity-related and could not be fully confirmed without further data.